Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3256 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted (B)(6) 2019. On (B)(6) withdrawal occlusion noted. Tpa unsuccessful. Cxr as PICC also migrated, and kink noted in upper arm on xray. PICC removed (B)(6). No other information was provided.